Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch damage likely occurred because the operating force and the quantity of usage / presses applied to the power switch exceeded the expected value. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse uncovered the power switch was faulty and had to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the on/off button does not work on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.